Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located at the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. The balloon catheter was able to cross the lesion; however during the first inflation, it was noted that the balloon ruptured at 6 atmospheres for 2 seconds. The procedure was completed with a different device. No patient complications were reported.